Event description:
Device issue: none. Adverse event: angina and restenosis requiring intervention. Time of adverse event: after the procedure. It was reported via a trial that on (B) (6) 2009, the patient underwent stenting of the pre-dilated proximal right coronary artery (rca) with a 3.5 x 15 xience v stent. On (B) (6) 2009, the patient experienced angina and was hospitalized and underwent percutaneous coronary intervention for 66% restenosis within the proximal rca. The restenosis was treated with a bare metal stent and a non-abbott balloon dilatation catheter. The patient was discharged on (B) (6) 2009. On (B) (6) 2010, the patient experienced angina again and was hospitalized. In-stent restenosis was identified and on (B) (6) 2010, the patient underwent a second revascularization via percutaneous coronary intervention and was discharged on (B) (6) 2010. There is no additional information available.

Manufacturer narrative:
(B) (4): the stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow up will be submitted with any relevant information.